Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem in that the pump "no disposable - pump not running" issue during the investigation was unable to be repeated. No disposable alarm message after pump starting was found in the pump's event history logs. Service recommended a downstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a no disposable alarm and was not running. No adverse effects were reported.